Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during a dwell phase on the cycler. A fluid leak was subsequently discovered after removing the cassette during treatment complete step 9. The patient was not connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the cassette inside the cassette door. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The liberty cycler set was discarded. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event a fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was prescribed the prophylactic medications vancomycin (2 grams) and fortaz (1 gram). The pdrn stated the patient had indicated that it appeared there was a pinhole in the film on the back of the cassette. The pdrn stated the patient completed treatment with the cycler on the day of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during a dwell phase on the cycler. A fluid leak was subsequently discovered after removing the cassette during treatment complete step 9. The patient was not connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the cassette inside the cassette door. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The liberty cycler set was discarded. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event a fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was prescribed the prophylactic medications vancomycin (2 grams) and fortaz (1 gram). The pdrn stated the patient had indicated that it appeared there was a pinhole in the film on the back of the cassette. The pdrn stated the patient completed treatment with the cycler on the day of the reported event.